Event description:
Emergency department rn opened a new/sealed bd alaris pump infusion set (manufacturer ref#: 2420-0500) to prepare to prime it with a saline infusion. Prior to spiking the saline bag, the rn noticed that the tubing was in two pieces. The tubing had separated at the junction just below the blue safety clamp cassette that locks into the bottom of the IV pump channel.